Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked. This occurred before patient use. It was stated that the beg leaked from a defective port that seemed to be bunched up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and revealed a leak at the connection of the injection site and the port tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, awareness training was provided to appropriate personnel and the supplier of the component was notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.